Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing. High lead impedance greater than 2500 ohms was also observed. No further patient complications were reported as a result of this event.